Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement within a provided timeframe. Recently, this device was explanted and replaced to resolve the event to resolve the event and no additional adverse patient effects were reported. This ICD has been received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement within a provided timeframe. A replacement procedure has been scheduled, but has not yet occurred. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.